Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that an oversized implanted endurant aui had excessive proximal infolding. The patient was treated. The event was resolved. The physician stated that the cause of the event was due to anatomy and oversizing. No additional clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported stent graft infolding could not be determined from the films provided. Pre-implant CT¿s revealed that the aortic neck contained significant irregular thrombus and was calcified. The suprarenal neck flow lumen diameter measured ~18mm just above the left renal artery, just below the left renal measured ~29mm, and 15mm lower narrowed down to ~21mm. The left common iliac artery was 100 % occluded and there was a patent right-left fem-fem bypass graft seen placed. Films during implant were not available for review. Recent CT¿s from 36 months post-implant noted that the suprarenal stents did not appear completely opposed to the narrow suprarenal neck, likely due to stent graft oversizing and placement within the small diameter and thrombus-filled suprarenal aorta. The aui was ~10mm below the renals and there appeared to be a proximal type I endoleak. No fabric infolding was observed. The aui proximal od had expanded from 32mm to 34mm likely due to disease progression, leading to the stent graft migration and proximal type I endoleak. It is also possible that the suprarenal stent infolding contributed to the migration. Event date updated.

Event description:
Additional information reported that a CT revealed the infolding. There was a proximal type I endoleak associated with the infolding. The physician modified the device by branch fenestration in order to repair the endoleak. The patient was in the hospital for two weeks due to chronic renal insufficiency and developed bowel obstruction not related to the stent graft placement. The patient was stable post operative.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.